Event description:
Caller reported a cartridge alarm issue, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer was informed to put the faulty pump into storage mode and return it within 10 days to avoid charges. A replacement pump was sent, and the customer was instructed to program their settings and connect their cgm to the new pump. Tandem provided return shipping materials and detailed instructions, which the customer acknowledged and understood.